Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure (batch no. C68800) inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Batch no: c68800, production date: 2014-06-30, expiration date: 2017-06-30. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-sep-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C68800) inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2021: mhra incident no added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C68800) inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: this case become serious incident. Summons received. Consumer address, date of birth and removal details were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C68800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and bladder disorder outcome was unknown. The reporter considered bladder disorder, pelvic pain and urinary tract disorder to be related to essure. Batch no: c68800, production date: 2014-06-30, and expiration date: 2017-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: new event urinary problems and bladder problems were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / pain, including chronic pain;") in an adult female patient who had essure inserted (lot no. C68800). Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("had essure 4 years ago (along with endometrial ablation)" on (B)(6) 2015). The patient had a medical history of abdominal pain, vaginal pain, fibromyalgia, lower abdominal pain, amenorrhoea, endometrial ablation, urinary urgency, low back pain, heavy periods and painful periods. Previously administered products included: pregabalin. The patient had a family history of hypothyroidism (her mother having had symptoms of hypothyroidism, mainly fatigue, aches and pains and feeling cold). As concurrent condition the report mentioned ovarian cyst. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia"). The patient was treated with surgery (removal on (B)(6) 2021 laparoscopic bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain and bladder disorder were unknown. The reporter considered bladder disorder, dyspareunia, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2015 as per mr (B)(6) 2015 hospital procedure notes 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: p2. Previous essure device insertion arid endometrial ablation four years ago. Chronic pelvic pain suspected related to device. Had laparoscopic bilateral salpingectomy (with removal of essure device) and left ovarian cyst aspiration today. Macroscopic description a. A fallopian tube measuring 60mm in length and up to 10mm in width, with a metal device protruding from the non fimbrial end. B. A fallopian tube measuring 65 x 10mm, with a metal device protruding from the non fimbrial end. Microscopy a and b. Both fallopian tubes have a similar appearance and show fibrosis and occlusion in the areas adjacent to the metal devices. Elsewhere the tubes appear unremarkable, with no evidence of dysplasia or malignancy; on (B)(6) 2021: a fallopian tube with a metal device protruding from the non-fimbrial [sic] end b. A fallopian tube metal device protruding from the non fimbrial [sic] both fallopian tubes have a similar appearance and show fibrosis and occlusion in the areas adjacent to the metal devices. Elsewhere the tubes appear unremarkable, with no evidence of dysplasia or malignancy. [Ultrasound abdomen] (date unknown): findings are suggestive of mild fatty liver infiltration [ultrasound pelvis] on (B)(6) 2015: evealed normal anteverted uterus measuring 47mm ap diameter. No fibroids seen. Endometrium appeared thin and regular measuring 11 mm. Left ovary measuring 41 mm. Right ovary appeared norma [ultrasound scan] (date unknown): both essure devices appear ultra sonographically correctly positioned. Batch no c68800 production date (B)(6) 2014. Expiration date 2017-06-30. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records event -dyspareunia added. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: mr received : reporters information patient medical history and surgical pathology reports and event - dyspareunia added were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.